Event description:
It was reported that when the radiologist moved the motor assisted tabletop, it rushed away at a fast speed. Tubes connected to the patient were released due to the long and fast movement. Some equipment close to the table fell to the floor. The customer reproduced the fault several times after the patient was removed. No serious injury was reported.